Event description:
A uterine fibroid embolization was performed on (B)(6) 2013 using embosphere microsphere. The pt has developed multiple polyps and internal hemorrhoids in the colon. Multiple duodenal ulcers (caused by an unk irritant), hiatal hernia, and inflammation of the pre-pyloric stomach is present. Permanent partial vision loss and cns symptoms are present. The pt has developed an allergy to latex. There have been 6 ER visits.